Event description:
It was reported that customer experienced repeated cartridge alarms, including cartridge alarm 20, that did not occur during cartridge loading. There was no adverse impact to the customer¿s blood glucose level. Customer successfully loaded new cartridge and resumed insulin therapy with guidance from technical support.